Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two (2) events were reported for this quarter. Product return status: one device was received for evaluation. One device was available for evaluation but have not yet been received. Evaluation status: one event was confirmed during testing. One device was found to be affected by shattered bearings. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had small pieces breaking off. Two (2) events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record.   Product return status. 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by shattered bearings. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had small pieces breaking off. 2 events had no patient involvement; no patient impact.